Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) to report that they could not connect the surgeon side console (ssc) while setting up for a dual console. A message displayed "console not connected". The customer tried a different optical cable which did not correct the problem. The case was continued as a single console. No troubleshooting was performed at time of call as case was on going. Tse advised swapping out the port from the vision tower from port 3 to port 2 and see if the port is bad on the vision tower and also hard power cycle to confirm. The customer decided to troubleshoot after the case to confirm port on vision tower. The procedure was completed as planned with no reported injury.